Manufacturer narrative:
A ge oec service representative investigated the issue and found a loose connection on the #3 power supply for the vertical lift column. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system had a vertical lift column that would not function correctly.